Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 when mesh were implanted, and on (B)(6) 2012 when ams-sparc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, large cystocele and rectocele. It was reported that patient underwent mesh removal on (B)(6) 2012 due to bladder outlet obstruction mesh extrusion and pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2013 due to pelvic pain and mesh erosions. No additional information was provided. (B)(4).